Manufacturer narrative:
(B)(4). This lot was manufactured between august 27, 2012 and august 28, 2012. Baxter received one unit for evaluation. Visual inspection of the unit noted a dark yellow particle approximately 2.6 mm long and 0.8 mm wide located inside the tubing. The yellow particle was identified to be cellulose via itr spectrophotometer scanning. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A CAPA has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the tubing of a large volume infusor. There was no patient involvement. Additional information was requested and is not available.